Event description:
Pt died on the o.r. Table, probably due to extended surgery time. (Valve had been explanted at implant due to large central jet seen on tee; and was replaced with another 6900p, size 25mm).